Event description:
During preventative maintenance testing at the user facility, it was noted that the fluid shield diaphragm was undersized. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the fluid shield diaphragm was found to be undersized. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.